Event description:
Pt with history of cervical fracture had entriflex 8 french inserted. Radiology study demonstrated tube was positioned in the left mainstem bronchus. A new finding of pneumothorax was seen on left side.